Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The hub, hypotube, shaft, and balloon were microscopically examined and no damage or irregularities were identified. The distal tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and two pinholes in the balloon wall over the markerband were revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 1.20mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, after 3-4 inflations, it was noted that the balloon became stuck. No patient complications were further reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 1.20mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, after 3-4 inflations, it was noted that the balloon became stuck. No patient complications were further reported.